Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, pt reported she has been experiencing elevated readings in the morning hours for the past 2 months. Pt stated she feels the infusion device is not delivering correctly, but only in the night hours. Pt reported she can go to bed with normal readings and wake up with readings in the 300's mg/dl. Pt stated she just had an episode a few days ago where her readings were in the 300's in the morning and she had a mild case of dka. Pt reported it took her 12 hours to bring her readings under control. Pt stated she is going to bed with her readings around 60-80 mg/dl which is normal for her. Pt stated she increased her basal rates and that did not help. Pt switched to her backup infusion device on (B) (6) 2010 and her readings have returned to normal. She reported she is bringing her basal rates back down as her readings have been doing better. Pt stated she is a very brittle diabetic. Pt reported she has been diluting her insulin on her own. She stated she is using 1/2 insulin and 1/2 saline solution when she fills her cartridge. Explained that the infusion device has only been tested with u100 concentration insulin. Explained that the infusion device is not designed to be used with any other concentration of insulin. Pt reported she wanted to try the infusion device with all new accessories. On call back from pt on (B) (6) 2010, pt reported she stayed on her backup infusion device for a few days and switched to u100 insulin on to see how her readings would react. Pt reported she has switched back to her primary infusion device with u100 insulin. She said that "so far it is behaving okay". The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.